Manufacturer narrative:
The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On (B)(6) 2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. Onsite investigation suspected that the cause of this reported event was the monitor and its cable. Both were replaced which resolved the issue. No further issues were reported. Analysis of the returned cable could not confirm any failure as it passed all testing and functioned without issues. Analysis of the returned staff monitor confirm an electrical failure as the reported issues could be reproduced during testing. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the navigation system's staff monitor displays a white screen sometimes. There was no patient present when this issue was identified.